Manufacturer narrative:
This complaint is related to (B)(4) / MFR# (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had an issue as it took a while to start up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3 :81. Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The power manager board, left and right network interface cards (nic), and cable assemblies were returned for evaluation. During laboratory analysis, the product surveillance technician (pst) connected all returned components to lab use only (luo) testing equipment. He did not observe any issues with the luo roller pump as it started up promptly as expected. All parts returned functioned as intended and no anomalies were observed during microscopic examination. It was determined that the unit met specification. Per data log review: on (B)(6) 2022, the system was powered up at 11:06:42 am. At power up only two large roller pumps and two small roller pumps were detected and put online to set the default system direction counter clockwise (ccw). When the perfusionis screen was opened a third small roller pump was present. This likely indicated that there was a delay in the pump powering up. There is no indication in the pump log as to what caused the delay.